Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, material and/or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ catheter backed out of the vein. This occurred on 4 occasions. The following information was provided by the initial reporter: it was reported had 4 IV's get pulled out or ruined from flimsy product. The IV was patent and being used then would turn around and come back to an IV that was flipped up with dressing away from the skin completely out of the skin. The product and dressing are flimsy and this happened to multiple IV's on a critical pt.